Event description:
It was reported to medtronic minimed that the customer experienced dialing alignment damage. Customer experienced hyperglycemia treated using manual injection. Customer reported blood glucose value of 170 mg/dl the customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed for damage to inpen. Troubleshooting was declined for hyperglycemia. The inpen dial/dose knob was misaligned with the dose mark indicator and the discrepancy was greater than 1.0 unit. No harm requiring medical intervention was reported. The customer will discontinue to use the product. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per visual inspection: no physical damage to cartridge holder or inpen front or back shell was noted. Cartrridge holder locks properly in place. Unit paired successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment. Inpen passed front cap investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.